Event description:
It was reported that this left ventricular (lv) lead with this cardiac resynchronization therapy defibrillator (crt-d) was found to have intermittent loss of capture (loc). Technical services (ts) reviewed and agreed there was loc with some beats that have a large deflection. The lv lead and crt-d remain in service. No adverse patient effects were reported.